Event description:
It was reported that during device change out for normal eri, externalized conductors were observed on the lead. Patient was asymptomatic. High pacing lead impedance and variation in capture threshold were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.